Event description:
The initial reporter received questionable ise indirect gen.2 na results on a cobas pro ise analytical unit. For patient one, the initial na result was 153.8 mmol/l. The repeat result on a different cobas pro ise analytical unit was 138.6 mmol/l. For patient two, the initial na result was 152.8 mmol/l. The repeat result on a different cobas pro ise analytical unit was 139 mmol/l. The initial results were reported outside of the laboratory. The doctor contacted the laboratory because the results were too high. The customer performed repeat testing on another cobas pro ise analytical unit. The repeat results were deemed correct. (B)(6). The initial results for all patient samples were reported outside of the laboratory. It is not known which results were deemed correct. The na electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer found the brown clamping ring on the sipper syringe was unscrewed and repaired it.